Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 271 and blood glucose was 539 mg/dl. Troubleshooting was performed to determine reason for high blood glucose. Sensor department advised that sensor stopped calibrating due to blood glucose rising to over 400 mg/dl. Customer reported of changing complete set and will test for ketones.